Manufacturer narrative:
H.6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to, aneurysm enlargement and surgical conversion. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2010, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up exam revealed an aneurysm enlargement. It was not confirmed an obvious endoleak by an image, but a distal type I endoleak was suspected because the right common iliac artery was dilated (the diameter became about 20 mm). On (B)(6) 2023, a reintervention was performed. The right internal iliac artery was embolized and a contralateral leg endoprosthesis was implanted to extend the right leg to the right external iliac artery. There was no endoleak and the procedure was concluded.